Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high capture threshold was observed during a device change out for normal eri. Patient was asymptomatic. The rv lead remain in use with the new device, and the capture threshold is stable. Patient was fine post-procedure.